Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review /investigation. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for (B)(4).

Event description:
This complaint involves three (3) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows this pc is related to (B)(4) which reports about the event occurred on the next day ((B)(6)) of the surgery. This pc reports about the event occurred during the surgery. It was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for supramalleolar fracture of distal femur. This patient already had a hip prosthesis. Other company¿s nail (stryker¿s nail) was used in a treatment for fracture. After that, the surgeon tried to place a broad curved plate to overlap the diaphysis to prevent fracture between the implants. The surgeon attached the guiding block to a locking attachment plate without any problem (click sound was heard). And then, the surgeon attached the locking attachment plate to a broad curved plate, but he judged that it was better not to have the guiding block because of the size of the skin incision. The surgeon tried to remove the guiding block, but it was stuck to the locking attachment plate and did not come off at all. The surgeon tried to remove the guiding block using a drill sleeve, but he couldn¿t. Then the surgeon removed a broad curved plate from the locking attachment plate and tried to remove the guiding block from the locking attachment plate again. It took 3 surgeons (all men) to try various methods, and finally they removed the guiding block with the power. After that, the surgeon proceeded the treatment and completed the surgery successfully within 30 minutes delay. No further information is available. This is report 2 of 2 for (B)(4).